Manufacturer narrative:
Summary of eval: the device was not returned for eval. Therefore, no eval was performed.

Event description:
Reporter states, "routine knee revision." Primary dome patella revised.